Event description:
A customer reported that the sponge inside of the minicap was loose inside of the pouch, not attached to the interior of the cap. This observation was made prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The manufacturing dates are 10/09/2013 - 10/10/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.